Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to protruded/loose drive support disk. Occlusion test was not performed due to compromised force sensor system error alarm. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer called and reported that she primed with the insulin pump, her blood glucose was down in the 40 to 59 mg/dl range, and she received an alarm indicating the force sensor system was compromised. At the time of this report, customer's blood glucose was 58 mg/dl. The customer treated with glucose tablets. The insulin pump reportedly was not bumped or dropped prior to the alarm occurring. The drive support cap was found to be sticking out and it was unknown as to whether the customer had pressed it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.